Manufacturer narrative:
Unit passed displacement test. Unit received with unexpected battery power loss and had high sleep and active current, problem isolated to pcb 1.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 169 mg/dl. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert in less than 8 hours after a low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.